Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed the valve remained attached to its holder. All leaflets were in the closed position with a gap at the point of coaptation. All leaflets were flexible and intact. All commissures appeared intact. The outer diameter of the valve measured at 30.98 mm, which is acceptable for a size 23mm valve of this model. This valve was re-assessed for size confirmation. This valve was confirmed to meet size requirements. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve measured to be the appropriate size during analysis. Per the instructions for use (IFU), both the barrel and replica ends of the sizer should be used to select appropriate valve size. It was reported that only one end of the sizer was used in this procedure. Based on the available information, a root cause of this event cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to implant, the surgeon sized the valve as a 23mm valve using the avalus replica sizer. During the attempted implant, the surgeon reported the valve was bigger than the sizer had indicated and wouldn't fit, so the valve was never fully sutured into place. This resulted in slightly longer pump time as the surgeon sized for and implanted a non-medtronic valve. No adverse patient effects were reported.